Manufacturer narrative:
The handpiece was rec'd at the MFR for svc and eval. During the investigation, the device continued to run in safe mode. Based on the investigation details, the likely cause was a burnt flex and pc board, which were replaced along with the motor, driveshaft, and other components.

Event description:
The handpiece was returned to the MFR for svc, and during the investigation, the device continued to run in safe mode. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.